Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic for follow-up. The pulse generator could not be interrogated and exhibited loss of output and backup vvi operation. The physician determined the device was possibly at end of service. It was noted that the patient recently received an aortic valve replacement. No intervention or patient symptoms were reported.

Event description:
New information on 08/15/2017 stated that the pulse generator was explanted and returned. No patient symptom was reported. No further information was available.

Manufacturer narrative:
Correction: the analysis was completed on 11/09/2017, and the analysis did not fall onto the failure analysis report due to the matches pattern anomaly. Analysis narrative: the reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to code corruption as devices battery was nearing eol level. The device was tested on the bench and the cause of code corruption could not be determined.

Manufacturer narrative:
Correction: the awareness date of the failure analysis result should be updated to (B)(6) 2017.